Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked and occlusion event on 20-feb-2026. The event occurred within three hours of insertion. The insertion site was upper buttocks. The patient replaced infusion sets and resumed insulin successfully. No further information is available.